Event description:
It was reported that the patient's device had not been working. The patient is getting up 2-3 times a night, like she was before. Patient is unable to increase her amplitude settings. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot#: va019dh, implanted: (B)(6) 2012, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information from the patient's health care provider stated there were 'no real issues' and the patient outcome was reported as 'resolved.'